Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the upstream occlusion seal was worn and the battery door coil was damaged. It was also observed that the downstream occlusion sensor seal was bubbled, confirming this as the cause of the reported issue. The downstream occlusion sensor was replaced as a corrective action. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it.

Event description:
It was reported that the pump downstream occlusion sensor bubbled. No additional information was provided.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.